Manufacturer narrative:
Unit was manufactured in 1994 and is part of the recall initiated by the manufacturer. End-user was not contacted by distributor regarding recall. End-user requested and received a new extension arm for the light located at their facility. Neither doctor nor patient sustained any injuries.

Event description:
Light fell as patient was on the table. The doctor was able to catch the light and no injuries occurred.